Event description:
Facility reported the brake is not holding when applied.

Manufacturer narrative:
Upon inspection, technician found the brake steer caster worn out. He replaced the brake steer caster from hospital stock and problem was resolved.